Event description:
Customer reported during shoulder arthroscopy, the anchor broke during insertion below the bones surface and the threaded portion of the anchor remains embedded in the patient's bone. The site was pre-drilled prior to insertion and it is believed they used a drill that was not ours, but cannot confirm this. Two additional anchors were used to complete the procedure. A delay of less than 5-minutes occurred. The patient was reported to have good bone quality.

Manufacturer narrative:
Device is not being returned for evaluation therefore, no determination could be made for the reported device failure.